Event description:
It was reported that there was a catheter occlusion. They were unable to aspirate fluid on 2014 (B)(6). Symptoms include high tone despite increases of pump rate. The severity was reported as moderate. The entire catheter was replaced on 2014 (B)(6). Per the operative notes it was reported that the catheter was "tested intact and the issue was found, but all portions were removed and replaces with a new catheter." The location of the catheter occlusion was not determined. The event was related to device or therapy, unlikely related to implant procedure. The outcome was "resolved without sequelae" on 2014 (B)(6). The pump system was delivering gablofen.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient experienced increased tone. The event was attributed to the entire catheter.